Event description:
The recipient reportedly experiencing device extrusion. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
This is the final report.

Manufacturer narrative:
(B)(4). The recipient's device was explanted. The recipient is reportedly doing well.

Manufacturer narrative:
.